Event description:
Boston scientific received information that this right atrial lead had fractured. The physician saw noise on the egm, took an x-ray and saw that the lead was fractured. The physician elected to reprogram the device, and leave it implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during the normal device replacement procedure the right atrial (ra) lead was surgically abandoned due to oversensing of noise with pacing inhibition. It was noted that the lead had been programmed off since the previous issue was documented. No adverse patient effects were reported.